Event description:
Report due to device break requiring surgical procedure. The physician attempted closure of an arteriotomy site with the perclose proglide following an interventional procedure. Fluoroscopy was performed prior to the closure procedure with the following findings: vessel size and vessel condition are unk; and the site was confirmed to be in the common femoral artery. It was noted that the pt had "some" scar tissue present at the site of the groin. Reportedly, while inserting the device, the physician "felt some resistance and did not get any blood flow (through the marker lumen)." The device was removed and insertion was attempted "two more times without achieving mark." While being inserted the third time, the device "broke at the joint of the distal guide and the sheath." Fluoroscopy was performed and revealed that the sheath had travelled distally to the "lower leg." An incision was performed at the level of the broken sheath and the device was removed from the pt's leg. The size of the incision is unk but it was noted that the incision required sutures. It is unknown how hemostasis of the arteriotomy site was achieved. The event did not prolong the pt's hospitalization. Although requested, no additional pt information was provided.